Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event backup vvi was confirmed in the laboratory. Review of the device image revealed that a power-on reset occurred during hv therapy delivery. The device was tested on the bench and no anomalies were found. The cause of the reset could not be determined.

Event description:
It was reported that when a patient presented in-clinic after receiving a vibratory alert, the device was found to be in backup vvi. It was noted that the patient experienced dizziness when pushing a wheelbarrow up a hill and received an inappropriate shock for atrial fibrillation with rapid ventricular response. The device was explanted and replaced successfully.